Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: he complaint device is not returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in japan that during arthroscopic rotator cuff repair (arcr) on shoulder joint for rotator cuff tear on (B)(6) 2024 the 5.5mm healx adv sp bioc anchor device spun out in the bony foramen during anchor insertion and could not be fixed. The hasp 5.5mm removed was not damaged. In another location, the use of an anchor for a bridge from another company was successfully restored and the surgery was terminated. There were no adverse patient consequences reported. No additional information was provided.